Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tr35b reload was used. There were six staples missing at the beginning of the staple line. A new cartridge was used to complete the case. There was no consequence to the pt.